Event description:
It was reported that this implantable pacemaker inappropriately recorded a signal artifact monitoring (sam) episode. Analysis of the device performed and it was determined that this was due to minute ventilation (mv) oversensing and high out of range pacing impedance measurements on the right ventricular channel. Consequently, a lead safety switch was triggered. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker inappropriately recorded a signal artifact monitoring (sam) episode. Analysis of the device performed and it was determined that this was due to minute ventilation (mv) oversensing and high out of range pacing impedance measurements on the right ventricular channel. Consequently, a lead safety switch was triggered. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.